Event description:
Pt was scheduled for a lv lead replacement and system interrogation eval. Immediately upon opening the device pocket, an inspection of the df-1 coil connector was performed. It was confirmed that the distal df coil pin was past the connector end block and the distal df set screw was in a secured down configuration. The distal df-1 pin was able to be removed from the header w/o having to retract the set screw. The device was returned to the manufacturer to assess the set screw function. A new device was implanted. There were no adverse affects with this occurrence.